Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from germany that a cup burst during use. No injury occurred. The manufacturer has implemented corrective actions to prevent recurrence of this event. The contact lens cup involved in this report is no longer being distributed.